Event description:
It was reported that guide wire removal difficulties occurred. A (B)(4) amplatz super stiff guide wire was advanced to the target lesion. Upon removal of the device from the biliary tube, difficulties were encountered, however, the device was able to be removed. It was noted that the distal end of the guide wire "uncoiled". The procedure was completed with this device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal end unraveled, one section of the distal tip was received separated of the wire, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal end severely damaged (coilwire unraveled and fractured; and the corewire fractured), moreover, the ballweld was not returned. All the outer diameter (od) were taken and compared and all of them are according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: first sample presented evidence of torsion overload as mode of wire failure and second sample presented bending and tension fatigue as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that guide wire removal difficulties occurred. A s/s xch/035/180 amplatz super stiff guide wire was advanced to the target lesion. Upon removal of the device from the biliary tube, difficulties were encountered, however, the device was able to be removed. It was noted that the distal end of the guide wire "uncoiled". The procedure was completed with this device. No patient complications were reported and the patient¿s status is fine.